Manufacturer narrative:
The device was received by a company rep and is in transit to the mfg site for investigation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that the aspiration pressure did not go up during surgery. The product was exchanged and the procedure was completed with no harm to the pt.